Manufacturer narrative:
The investigation for the introducer damage and the vascular damage has been completed. The pump and introducer were not returned for investigation. A data log review was not required for this case. According to the clinical notes, the introducer sheath was kinked, and the dilator did not pass over the wire while inserted through the left femoral vein. The doctor later realized that the right groin access approach was more suitable. The pump was successfully placed through the kinked sheath. Additionally, damage was found on the ivc during sheath and dilator placement. The vessel was repaired using a balloon. The impella rpsa IFU states caution regarding the risk of excessive manipulation and pump damage from repeated positioning attempts, indicating that left femoral vein insertion should be avoided whenever possible. The cause of the introducer damage issue was most likely use related. The cause of the vascular damage issue was not determined since the product was not returned and sufficient clinical information, such as patient anatomy and the excessive force applied during use, was not provided.

Event description:
Us complainant reported the patient was on impella rp support. When inserting rp peel away sheath, physician stated that the 23 fr sheath was kinked, and that the dilator would not go over the wire. Physician perforated the inferior vena cava during sheath placement. Patient continued to decompensate from perforation requiring four units of packed red blood cells. Balloon tamponade was performed and bleed slowed down significantly. Patient continued to decompensate and expired in unit upon arrival from cardiac catheterization lab.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, cardiac or vascular injury (including ventricular perforation)¿